Event description:
The customer reported that the axsym analyzer had generated a sample syringe error message but the exact error was not provided. The customer opened the lid of the analyzer and noticed a leak from tubing of the sample probe. The customer also noticed a burning smell and smoke where liquid had leaked down into the instrument from the tubing. There was no report of injury or damage to the surrounding environment related to this issue.

Manufacturer narrative:
(B)(4). Investigation indicated a sampling syringe assembly installed in the axsym plus malfunctioned and emitted visible smoke and a burning smell. A field service representative (fsr) replaced the axsym plus syringe assembly to resolve the issue related to leakage. The fsr noted the leakage may have been due to a bad seal at the pressure monitoring sensor connection. No issues with pm sensor tubing or syringe assemblies have been documented for axsym plus (B)(4) since the fsr replaced the damaged syringe assembly. The abbott axsym system operations manual was found to contain adequate information on the axsym analyzer potential hazards, operational precautions and limitations. This section also notes to keep liquids away from all connectors of electrical or communication components. The manual maintenance procedures contain directions to check for leaks or bubbles in tubing. A review of complaint history found no additional customer complaints have been initiated on axsym plus (B)(4) since the fsr serviced the analyzer and replaced the damaged syringe assembly. Review of documentation for the axsym analyzer did not identify any adverse trends due to the issue being evaluated. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list number 07a83-03 or the syringe assembly part number 4-37072-02 for the issue under evaluation. This if the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.